Event description:
It was reported the patient had a loss of therapeutic effect. No falls or injuries were associated with the issue. The patient¿s impedances were suspicious; all unipolar and bipolar groups had impedances of 547 ohms except the one-three pair this was noted about a month ago. Programming was set-up using electrodes one and three. The patient had seen the ¿call your doctor¿ message and a low battery icon. The physician programmer did not show the message or icon and showed that the battery measurement was ok. Replacement was being considered. It was noted that the patient was last seen post implant in 2009. Additional information three weeks later reports there was a fifty percent or greater symptom reduction and the impedance issue occurred after surgery. It was reported that the patient had not had her surgery yet. The patient experience loss of therapeutic effect and the loss of therapeutic effect was gradual. The patient did not experienced a loss of stimulation. The plan was to have the battery changed. The date of surgery was unknown and the patient outcome was unchanged. Electrode impedances were as followed: c<(>&<)>0 547, c<(>&<)>1 547, c<(>&<)>2 547, c<(>&<)>3 547, d<(>&<)>1 547, d<(>&<)>2 595, o<(>&<)>3 720, 1 <(>&<)>2 547, 1<(>&<)>3 616 and 2<(>&<)>3 547.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# unknown, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Device code no longer applies to the event. Conclusion codes have been updated.

Event description:
Additional information received from the manufacturer representative reported that the patient's lead was broken, fractured, or damaged. There was a high impedance issue that took place during a revision. The patient must have had an open placed device. This was a batter replacement, but the lead was fractured after they removed the extension. Upon visual inspection, the lead looked damaged. The patient had recovered completely.